Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The lesion was pre-dilated with a maverick2 2.5x12mm balloon. The physician attempted to place a taxus express2 2.5x12mm drug eluting stent to the obtuse marginal (om) artery, but was unable to cross the lesion. Upon removal of the stent delivery system, it was noted that the stent strut was lifted at the back part of the stent. The procedure was completed using a 2.25mm taxus atom stent. No pt complications were reported.